Event description:
During a stenting treatment procedure in a renal artery, the stent slipped partially off the balloon. The physician was primary stenting a 70% stenotic, eccentric, calcified lesion. The express was being advanced to the target lesion, when resistance was encountered, so the physician pulled back on the catheter. At that time the stent slipped off the delivery balloon, so that approx half the stent was off the tip and half remained on balloon. The physician decided to deploy it where it was, as they were satisfied with the location. The balloon was inflated which fully deployed the half of the stent that was still on the balloon. Another balloon was used to post dilate the stent in order to fully deploy the section which had slipped off. The procedure was successfully completed. The pt is reported as 'fine' following the procedure; no injury or complications were reported.